Event description:
It was reported that a request to review this patient's cadiac records was made. Technical services review this patient's data and stated the device appears to be functioning appropriately with stored atrial tachy response episodes in the collection period. In addition, it was noticed a right ventricular (rv) lead polarity switch due to pacing impedance measurements out-of-range of over 3000 ohms. Attempts to obtain additional information were unsuccessful, no further information was known. This rv lead remains in service and no adverse patient effects were reported.